Event description:
After completion of case preparation, it was noted that the graduated pitcher had dirt on it and that there was a hole in the bottom of the pitcher. Complete case had to be torn down and set back up with all new supplies.